Event description:
It was reported that the user paused the ilet insulin delivery overnight due to fear of low glucose, remained paused beyond two hours despite alerts to resume, awoke with blood glucose near 300 mg/dl, then experienced a low to approximately 45 mg/dl after resuming delivery and treating with soda and honey; no device malfunction was identified and device component involvement remained unclear. Symptoms included hypoglycemia with confusion/disorientation and fatigue, while hyperglycemia occurred without reported symptoms. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.